Manufacturer narrative:
This report is submitted (B)(6), 2018.

Event description:
Per the clinic, the patient experienced a performance decrement and swelling at the implant site in (B)(6) 2017 following an external impact to the implant. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted on (B)(6) 2018, and the patient was reimplanted with a new device during the same surgery.